Manufacturer narrative:
Both motors were returned for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, one of the motors had a brake failure, as the brake static torque was tested with a torque wrench and was only able to hold 20 inch-pounds. The other motor exceeded 25 inch-pounds and engaged/disengaged properly. An expanded evaluation was performed on the defective motor. The expanded evaluation report confirmed that the brake was not engaging, as the input shaft was not able to hold a 20 inch-pound torque while connected to the test controller with the joystick in neutral. The complaint of overheating was not able to be duplicated; however, the observation of discoloration, deformation, and accumulation of brake dust on the brake assembly indicates that the brake assembly overheated at some point. Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated that the left and right motor are overheating and the brake is not holding.